Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. A watermark was not observed at the base of the sensor tail. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 247 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.